Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming and motor seems slower. The customer¿s blood glucose was 190 mg/dl at the time of incident and other blood glucose is 165 mg/dl. The customer also report that the insulin pump had cracks in casing and near reservoir compartment and insulin pump had rejected new battery. The insulin pump will not be returned for analysis.